Event description:
It was reported that there was a possible lead migration due to an accident. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a follow-up report.

Event description:
Additional information received reported that the patient was in a car accident and reported to the doctor that the device stopped working. The device battery was depleted when it was checked. The implantable neurostimulator and leads were removed and replaced. Five weeks later, it was reported that the cause of the event was a motor vehicle accident. The event was attributed to a dislodged lead. There was no hospitalization, and the patient recovered without sequelae.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial#: unknown, product type: lead. (B)(4).

Manufacturer narrative:
Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: extension. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: extension. Product ID: 7439, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3093-28, lot# v000108, implanted: (B)(6) 2005, explanted: (B)(6)2012, product type: lead. Product ID: 3093-28, lot# v003989, implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: lead.